Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that patient's hip was revised. An lfit metal head and size f 0° liner were implanted.

Event description:
It was reported through the submission of a revision implant sheet that patient's hip was revised. An lfit metal head and size f 0° liner were implanted.

Manufacturer narrative:
An event regarding revision involving a ceramic head was reported. The event was confirmed as a revision implant sheet was provided. Device evaluation and results: not performed as product was not returned no medical records were received for review with a clinical consultant all devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including device specific failure mode, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.